Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2014; 305u225 tissue valve, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated intermittent atrial lead undersensing during atrial arrhythmia episodes as well as low p waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.